Event description:
Re: abbott laboratories freestyle libre: abbott lab's platform's characters numerical restriction does not allow for a full explanation of all the due diligence steps taken by me to make this contraption work; should not need a theoretical math ph. D to make this work; I am recommending that your quality assurance mds take a second look at this device. FDA safety report ID# (B)(4).